Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "instrument cleanliness: a. An unknown pin ~3.2 x 290mm was found inside the opening reamer (2351-6113). It was completely embedded and jammed inside the reamer. The pin, along with the reamer lumen, were covered with dry blood/ tissue after manual removal in ssu. B. A long screwdriver 3.5mm (1806-0233) was inside the screwdriver sleeve (as a 2-part instrument). When the 2 parts were separated, the screwdriver shaft and the screwdriver sleeve's lumen were also covered with dry blood/ tissue."

Event description:
As reported: "instrument cleanliness: a. An unknown pin ~3.2 x 290mm was found inside the opening reamer (2351-6113). It was completely embedded and jammed inside the reamer. The pin, along with the reamer lumen, were covered with dry blood/ tissue after manual removal in ssu. B. A long screwdriver 3.5mm (1806-0233) was inside the screwdriver sleeve (as a 2-part instrument). When the 2 parts were separated, the screwdriver shaft and the screwdriver sleeve's lumen were also covered with dry blood/ tissue."

Manufacturer narrative:
The reported event could be confirmed with the provided video evidence which matches the alleged failure. The device inspection revealed the following: during visual inspection, no traces of lumen / dry blood/ tissues were observed in the returned devices. This is most probably due to the decontamination of devices prior to visual inspection. But based on the provided videos the event could be confirmed as we can see a wire / pin stuck in the reamer and being taken out, also the screwdriver when taken out from sleeve is seen to be having biological contamination. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation and product being part of the loaner kit, a local nc at the distribution end is opened to address the event and determine how the defective product escaped the inspection process at distribution facility. If more information is provided, the case will be reassessed.